Event description:
It was reported to philips that the softkey button does not work. There was no reported patient involvement. The device was evaluated by onsite support and it was determined that there was a malfunction of the display. The customer ordered a replacement display to resolve the issue. The device remains at the customer site and no further evaluation is warranted at this time.